Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology and aneurysm at the time of implant is unknown. The current diameter of the abdominal aortic aneurysm is 6.8 cm. It was reported that on seven years post index procedure there was most likely disease progression with iliac limb dilatation resulting in aneurysm development in the iliac limb the physician implanted three iliac limbs in the contralateral limb 14x14x145, 16x16x115, and 16x16x85. A recent CT revealed that the bifurcated stent graft has migrated distally 1.5 cm below the lowest left renal artery; there was no proximal type I endoleak and an unknown endoleak but not type I endoleak present, the physician stated there may have been a type ii endoleak, a type iii endoleak, or IV endoleak coming from the aneurx stent graft. The physician stated that the aneurysm sac was increasing in size. The physician elected to implant an endurant aortic cuff 36x36x49 up to the lowest renal along with another manufacturer's screws implanted in the endurant aortic cuff and the proximal segment of the aneurx bifurcated stent graft. There were two endurant iliac limbs 16x28x156 and 16x13x156 implanted bilateral to re-line the existing iliac limb stent grafts. The stent grafts were successfully implanted and the migration and unknown endoleaks were resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).